Event description:
Phlebotomist was pulling vacutainer tube out of holder. Device triggered early (prior to lid being closed) and came out of pt's arm before phlebotomist was ready. Bleeding stopped when pressure applied and tourniquet removed. Pt had to be restuck to complete blood collection.